Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change color, even when about to withdraw. The vcd was withdrawn and replaced with a new vcd for hemostasis. There was no reported patient injury. The surgeon tried elevating the angle and selecting a vcd, but the color still did not change. The procedure was followed normally. The device was used with a non-cordis sheath. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis. Visual inspection showed that the button/deployment lever on the device was not pressed, and the plug was present in the delivery shaft, which had dried blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling/guard was locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. Functional analysis could not be performed due to the dried blood residues clogging the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found with the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it passed functional analysis by achieving all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this dried blood condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal¿ vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal¿ vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change color, even when about to withdraw. The vcd was withdrawn and replaced with a new vcd for hemostasis. There was no reported patient injury. The surgeon tried elevating the angle and selecting a vcd, but the color still did not change. The procedure was followed normally. The device was used with a non-cordis sheath. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change color, even when about to withdraw. The vcd was withdrawn and replaced with a new vcd for hemostasis. There was no reported patient injury. The surgeon tried elevating the angle and selecting a vcd, but the color still did not change. The procedure was followed normally. The device was used with a non-cordis sheath. The device is being returned for evaluation.